Event description:
Caller reported aviva system blood glucose results of 189 mg/dl and 93 mg/dl within 10 minutes. Customer stated he was having symptoms of low blood sugar, felt lightheaded and weak. Customer was able self-treat by retrieving and consuming orange juice. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.